Manufacturer narrative:
The exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and urethral erosion with his artificial urinary sphincter (aus). Therefore, the aus was removed in (B)(6) 2020 and the patient was further re-implanted with a new device on (B)(6) 2021. The reimplantation was successful and the patient had a good outcome.

Manufacturer narrative:
B3 date of event: the exact event date is unknown investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with artificial urinary sphincters and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of erosion and urinary incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and urethral erosion with his artificial urinary sphincter (aus). Therefore, the aus was removed in (B)(6) 2020 and the patient was further re-implanted with a new device on (B)(6) 2021. The reimplantation was successful and the patient had a good outcome.